Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated her bg readings were in the 18-24 mmol/l range and she got another meter to recheck the readings. Her cgm showed 7.0 mmol/l and her fingerstick bg was 17.0 mmol/l. The patient¿s mother was concerned that the patient was showing symptoms of low glucose (tired and pale) and the phone was displaying low, but the fingerstick value was high, so took her to the hospital. On the hospital meter the bg was 16.9 mmol/l. It was stated that she had ¿been going down since however lows and alarms were coming up on the app.¿ at the hospital they did a ketone test and fingerstick for blood glucose. The patient was monitored and was discharged on the same day. No other intervention was documented. After the hospital, she was feeling back to normal. The cgm was replaced, and her bg was back down to normal range. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.